Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water did not drain out in the foley catheter during pretest.

Event description:
It was reported that water did not drain out in the foley catheter during pretest.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water did not drain out in the foley catheter during pretest. Per additional information received on 10jul2024, stated that the asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is considered unconfirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received for evaluation. First photo sample shows overview of one two-way all silicone catheters second photo zooms in on the catheter balloon and tip. The third photo sample is a close up to the catheter cap in which the lot nghw0235 is evidenced. It was also received 1 all-silicone foley catheter. Inflated balloon with 10 ml of methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and the balloon concentricity was evidenced 80:20. The in-house syringe was connected, and it was able to return all the solution in two minutes and 35 seconds with no issues or cuffing. The reported event is unconfirmed a DHR review is not required. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water did not drain out in the foley catheter during pretest.

Manufacturer narrative:
The reported event investigated in this record are considered inconclusive due to the poor sample condition. Three photos were received for evaluation. First photo sample shows overview of one two-way all silicone catheter. Second photo zooms in on the catheter balloon and tip. The third photo sample is a close up to the catheter cap in which the lot nghw0235 is evidenced. The investigation is considered inconclusive due to the inability to reproduce the alleged issue. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be foreign matter during processes (flap or flash during punching). However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d,e,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.